Event description:
Right hip revision for pain, pseudo tumor, and serum cobalt elevation. All implants were removed and replaced with biomet revision components.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown v40, 36mm, + 5 head. Additional information has been requested and if received, will be provided in the supplemental report.